Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the display screen was blank after a recent battery change. The reporter noted that the pump had been exposed to water before the battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, visible moisture was observed in the display screen. The pump was not able to be powered on. Unrelated to the complaint, evaluation revealed that the pump case was cracked on the upper right side and the pump failed the leak test. The pump was opened and revealed moisture or corrosion on all internal surfaces of the pump. Also unrelated to the complaint, further testing was not performed due to the keypad buttons not being functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.